Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient reported the event was caused by improper diet. It was not reported if the patient was hospitalized for the event. Event. Treatment for the event was not reported. At the time of this report, the patient has recovered from the event. Pd therapy was withdrawn during the treatment. No additional information is available as the reporter declined follow up.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.